Manufacturer narrative:
E1: patient city: (B)(6), patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set tubing detachment event on (B)(6) 204. The site inserted was hip. The infusion set was in use for 1 day. The detachment is close to the site. No further information available.